Manufacturer narrative:
A review of the alarm trace from (B)(6) 2017 did not point to a potential root cause. A specific root cause could not be identified. A possible root cause may be related to a sample pipetting error. The cause of the pipetting error could not be identified. Additional possible root causes for this event may be sample quality and insufficient maintenance.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for elecsys hcg + beta test system (hcg + b) on an elecsys e170 modular analytics immunoassay analyzer. The erroneous results were reported outside of the laboratory. The initial hcg + b result was <0.1 miu/ml with a data flag at 12:10 a.m. This result was reported outside of the laboratory. At approximately 8:00 a.m., the doctor contacted the laboratory and questioned the result since the patient was pregnant. The sample was repeated at 8:30 a.m. And the result was 64,338 miu/ml. No adverse event occurred. The patient is doing well. The hcg + b reagent lot number was 179825. The expiration date was not provided. The customer repeated 6 other patient samples that were run on the instrument between 9:00 p.m. On (B)(6) 2017 and 8:00 a.m. On (B)(6) 2017. The repeat results for these 6 samples were acceptable. The customer visually inspected the patient sample in question and did not observe clots or fibrin. The customer stated there was plenty of serum in the tube. Liquid flow cleaning is performed weekly and pinch tubing was last changed on (B)(6) 2016 during a preventive maintenance visit. The measuring cells were changed (B)(6) 2016. The customer stated they were not having issues with quality control (qc) results or any other assays running on this instrument. Based on the qc data provided by the customer, no issues were identified. The field service representative (fsr) visited the customer site. Multiple parts of the instrument were cleaned and checked. The fsr replaced pinch tubing. Instrument and qc tests on the instrument were acceptable.